Event description:
Caller reported an issue where the insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units, noting a fill estimate of 0 instead of 200 units. There was no adverse impact to the customer¿s blood glucose level. Initially, the caller resolved the issue by loading a new cartridge. Technical support instructed the caller to monitor the situation and contact them again for troubleshooting if active fill estimate issues arose. After further troubleshooting, the caller chose to load a new cartridge and was guided through the process, opting not to deliver a bolus for updated insulin estimates.